Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-aug-03, information was received from a patient receiving bupivacaine (unknown dose and concentration) and morphine (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported the patient's pump was removed due to infection on "(B)(6)" (device registration documented as (B)(6) 2020). The patient stated they noticed the infection "some time before" and stated the healthcare professional (hcp) told them it must have bene when the patient had a refill where they increased the concentration that the patient got infected. The patient stated, "it was swollen" and bloodwork showed infection in patient's blood. The patient could not remember the exact date stating, "I can't remember anything, it was that bad". The patient stated the hcp "sent it (pump) away" and told the patient to call the manufacturer for the analysis results. The analysis results process was reviewed with the patient.